Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60g cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further evaluation the cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a wedge resection procedure using the device with a green reload the surgeon fired the device across the parenchyma of the lung and it locked out. When the removed the device from the tissue and observed the reload the drivers were not visible but on the proximal end, there were 3 or 4 gold post visible were there were four malformed staples. The device did not cut the tissue. It is unknown which firing this occurred on. It is unknown how the procedure was completed. The device was discarded and the reload is returning for analysis. No other information was available for the rep.